Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. No data logs were returned. A significant catheter kink was found at the kink protector of the returned pump. The placement signal spiked to 3000 immediately upon connecting the pump to the aic, followed by the "placement signal not reliable" alarm. The red handle was opened and the placement signal fiber appeared to be stretched along its length and damaged near the catheter kink. Therefore, it was determined that the cause of the placement signal issue was an open electrical line due to excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After under 1 hour of support the team determined the placement signal was lost and so the 5.0 was replaced. No patient harm was reported.